Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb board and backplane pcb were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked up during a case. After reboot the collimator closed down requiring another reboot. The 9900 system was rebooted, and the procedure was completed without further incident. No patient injury was reported.